Manufacturer narrative:
(B)(4). This complaint for cracked / scratched minicap can be confirmed for a visual cosmetic defect (surface crack) on the minicap. The root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A nurse reported to baxter (B)(4) that a home patient was at their appointment in the hospital when they notified the hospital that their minicap was cracked/scratched after application to a transfer set. There was patient involvement but no injury or medical intervention reported. This is report 3 of 3.